Event description:
Lab specimen drawn from pt on (B)(6) 2022. Elecsys hiv duo (ab/ag) performed on roche cobas pro produced a repeatedly positive result on (B)(6) 2022. Result was reported to provider and state agency (scdhec). Confirmatory testing on the same specimen sent to labcorp for 4th generation hiv ab/ag. Confirmatory testing was performed (B)(6) 2022 and was negative for hiv-1/hiv-2 ab and negative for p24 ag indicating no lab evidence of hiv infection. Roche cobas pro elecsys hiv duo (ahiv and hivag) and acceptable calibration and qc for date of testing. Testing discrepancy reported to roche diagnostics case # (B)(4).